Event description:
During attempted stent of vein graft, vessel was re-dilated with a 3.5mm balloon. Following balloon inflation, the pt complained of back pain & right arm discomfort. Repeat angiograph showed distal perforation of the veingraft in the vicinity of the tip of the filter wire distal to the site of balloon dilation. It is believed that the balloon "watermelon sealed" distally during inflation. Thereby pushing the filter distally. The pt developed cardiac tamponade despite use of a covered stent and periocardiac tests. Pt expired before surgical drainage could be performed. See # 5 & 7.